Event description:
The customer reported that the image on the left monitor was completely black and an error 120 message was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the image disk was replaced. The system was tested and found to be working as intended and put back into service.